Manufacturer narrative:
(B)(4). The complaint rt202 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt202 adult inspiratory-heated breathing circuit caused the humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction: the customer initially reported an rt202 adult inspiratory-heated breathing circuit, however upon receipt of the breathing circuit it was confirmed to be an rt380 adult dual heated evaqua2 breathing circuit. Method: the complaint rt380 dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the heaterwires of the inspiratory and the expiratory limbs were tested using a calibrated multimeter. Results: electrical resistance testing showed the expiratory heaterwire was within specification; however, the inspiratory heaterwire was higher than specification. A lot check was not performed as lot information was not provided. Conclusion: high electrical resistance in heaterwires can be associated with insufficient connection of the heaterwire and the heaterwire pins during production, such that it is unable to provide continuity during the period of use. All rt380 adult breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire malfunctioned after release for distribution. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt202 adult inspiratory-heated breathing circuit caused the humidifier to alarm. No patient consequence was reported.